Manufacturer narrative:
(B)(4) date sent: 4/23/2025 d4: batch # unk investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pn120 device was returned with no apparent damage. In addition, the packaging opened was returned along with the instrument. During the visual inspection, no anomalies were noted on the tip of the needle. The device was functionally tested to detect any issues. Upon evaluation of the device, it was functionally tested and the blunt stylet, the ¿red safety indicator¿ not resets itself back to the original position. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot 244d27 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 6/10/2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pn120 device was returned with no apparent damage. In addition, the packaging opened was returned along with the instrument. During the visual inspection, no anomalies were noted on the tip of the needle. The device was functionally tested to detect any issues. Upon evaluation of the device, it was functionally tested and the blunt stylet, the ¿red safety indicator¿ not resets itself back to the original position. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot 244d27 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2025. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. Additional information was requested and the following was obtained: "there are no consequences for patients." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, needle is blocked and the safety system is faulty.